Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards life sciences affiliate in the (B)(6), a 26 mm sapien 3 ultra valve and delivery system were advanced through the esheath. Significant resistance was encountered advancing the valve. It was noted the delivery system prolapsed through the esheath and right iliac artery. The patient became hemodynamically unstable and CPR was required. The patient expired.

Event description:
Updated information confirmed that the iliac artery had ruptured.

Manufacturer narrative:
Additional information was provided. Corrections of h6 codes are included. The following sections of this report have been updated b5 (describe event of problem), d7 (d7a. Is this a single-use device that was reprocessed and reused on a patient), and correction of h6 (type of investigation, investigation findings and investigation conclusions). The 14fr esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During manufacturing, the esheath is both visually inspected and tested several times throughout the process. The sheath shaft is 100% inspected for defects. During the manufacturing process, the esheath final assemblies are 100% inspected by both manufacturing and quality per procedure. In addition, during product verification (pv) testing per sop8048 rev. L., the sheath is tested and inspected on a work order sampling basis and tested for seam separation, post expander testing and visual defects. The units from the work order passed pv testing. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history did not reveal other complaints relating to the reported event. The IFU for esheath, the IFU for commander delivery system s3u, the preparation training manual and the procedural training manual were reviewed for instructions and guidance. The procedure training manual provides guidance on system advancement force best practices. The following best practices may be considered for a thv procedure at the physician's discretion. Additional considerations should be made for the presence of tortuous anatomy, small vessel diameters and or calcification. Crimping technique verification utilize proper crimp technique by performing 3 times crimp for 5 seconds every time. This ensures the appropriate crimp profile for the valve to be inserted through the sheath without adding to system advancement force. Vessel dilation prior to sheath insertion an additional dilator is included with the system for vessel dilation as needed. Utilization of a stiff wire for initial sheath insertion, then switched out with a standard wire, use of a stiff wire (for peripheral access only) can be used in cases with peripheral tortuosity (for example, supracore or lunderquist). This method may be utilized for straightening the vessel anatomy for access, but not for valve crossing. Sheath seam orientation: insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Sheath insertion angle and short movements: system advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification and perform shallow stick/puncture so that sheath is parallel to leg. Use short movements and push delivery system closer to sheath hub. Imaging confirmation: if system advancement force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. In addition, the procedural training manual provides guidance on delivery system insertion through sheath. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath, if push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged, if damaged, retract valve in the sheath slightly pulling back the sheath 1-2 cm while advancing the thv/ delivery system, if push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace and do not over-manipulate the sheath at any time. The thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation and to prevent possible leaflet damage, the thv should not remain in the sheath for over 5 minutes. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance between system components - inability to advance through sheath, and sheath liner torn were unable to be confirmed due to no imagery or device provided. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. A manufacturing nonconformance therefore could not be determined. However, reviews of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU and training materials revealed no deficiencies. Furthermore, there was no report of any issues/defects with the sheath during device preparation. Per report, after insertion of the 14f e-sheath, the delivery system was inserted through the sheath. There was significant resistance in pushing the commander system through the sheath and it appears the delivery system prolapsed through the right iliac artery. Per the training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible', if push force is high, consider slightly pulling back the sheath 1-2 centimeters while advancing the thv/delivery system, and do not over manipulate the sheath at any time. It is possible that the operator may have excessively manipulated the delivery system during advancement through the sheath. The crimped valve may have then interacted with the sheath, leading to the alleged liner tear. In this case, it is possible that procedural factors (excessive manipulation) contributed to the reported event. However, due to insufficient information provided, a conclusive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU, labeling and training manual inadequacies were identified. A product risk assessment pra was captured, and a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. These patient/procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A capas identified potential areas for s3u design and process improvement to mitigate against the failure.